Event description:
Caller reported a malfunction on the pump, identified as malf 16. There was no reported adverse impact to the customer¿s blood glucose level, although the customer declined to answer whether the levels exceeded 500 mg/dl. The customer was assisted by technical support in resetting the pump, but the malfunction code recurred. As a resolution, cts arranged for a replacement pump with updated software to be sent to the customer, who acknowledged the instructions for using storage mode and returning the faulty pump to tandem. Technical support also ensured the customer's understanding of the steps required upon receiving the replacement pump and confirmed the shipping address. The customer will use multiple daily injections as a backup therapy to maintain insulin delivery.